Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photo and sample were evaluated and the presence of an insect in the tube was observed. Additionally, the manufacturing sites ecolab representative identified the insect to be a bed bug. Draw testing was conducted, and the tube did not contain vacuum. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter-insect with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and foreign matter-insect was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. 367861 batch no. 8345596. It was reported that there was a bug in the test tube. "Reported live bed bug in test tube. Phleb went to put tubes for blood draw and noticed a bug in the test tube, thinks its a bed bug."

Manufacturer narrative:
Initial reporter email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. 367861, batch no. 8345596. It was reported that there was a bug in the test tube. "Reported live bed bug in test tube. (B)(6) went to put tubes for blood draw and noticed a bug in the test tube, thinks its a bed bug. "